Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as a gunther tulip filter. PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on 27feb2023 the physician was made aware of a fractured piece of a filter present in the heart several months after what was thought to be a successful filter retrieval procedure. Both the interventional radiology team and pathology reported the filter was fully retrieved in its entirety. However a computed tomography scan had been done for a separate issue and a fragment was discovered. Because the patient had no other procedures since the filter retrieval, the only thing they believe this could be is a piece of the filter. According to the physician the device is a gunther tulip. Patient outcome: unintended section of the device remains in the patients body. Patient is asymptomatic, however physicians are planning to retrieve the fragment.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during computed tomography (CT) for a separate issue a fractured part of a tulip filter was noted in the heart several months after a successful filter retrieval. The patient is asymptomatic and the fragment is planned for retrieval. The filter was not returned, but two sequential coronal reformatted contrast enhanced CT images of the abdomen and pelvis demonstrates an inferior vena cava (ivc) filter in the ivc. Because of the windowing of the CT the filter type cannot be confirmed, but it is reportedly a gunther tulip. There is 18 degrees of rightward tilt present. The maximal distance between the filter feet measures ~12 mm. The hook of the ivc filter appears to terminate at the caudal margin of the intrahepatic ivc. The filter feet appear to extend below the level of the renal veins, but they are not clearly defined on these slices. The infrarenal ivc is atretic in size, and suggests chronic occlusion. The gonadal veins are hypertrophied also suggesting chronic occlusion of the infrarenal ivc. There are no radiopaque objects in the heart to suggest retained filter fragment on these 2 slices. Per the complaint report, the above described filter was removed. Following removal of the filter a follow up CT scan was obtained for a different reason. This CT demonstrated a metallic fragment in the heart. It is theorized that it must have come from the retrieved filter, however, the retrieved filter was reportedly intact and fully retrieved. The limited imaging submitted for review does not demonstrate any metallic foreign bodies in the heart. No images were submitted of the retrieval or the follow up CT scan to confirm or refute the event and the potential fragment arising from the retrieved filter. The filter was positioned in a way that could be challenging to retrieve, and the risk of developing a filter fracture during a complicated retrieval is a real risk, however without these studies to review, the validity of this theory cannot be assessed. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure this type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.